Event description:
The catheter was leaking at the 7cm mark and during removal, the catheter separated. The premature infant had to be taken into surgery to have the remaining part of the catheter surgically removed.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. Upon completion of the investigation a supplemental report will be submitted. (B)(4).